Event description:
Additional information received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, post-paced t-wave oversensing episodes were observed on the device. Technical support was contacted for recommendations to resolve the event. No intervention has been completed at this time. The patient is stable with no consequences.